Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a cylinder aneurism. The two outer layers of the cylinder were torn or punctured. This resulted in the inner layer creating an aneurism that protruded through the corporotomy. When the device was cycled, a bulge would appear laterally at base of penis when inflated. Device would not remain fully inflated. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. No patient complications were reported with this event.